Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited premature battery depletion. There were no consequences to the patient. No intervention was reported.

Manufacturer narrative:
The device was returned for a diagnostic anomaly.device was found to be within estimated longevity. Device¿s battery voltage adc function was tested and found to be normal. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.¿

Event description:
New information received notes that the device was removed and replaced. The patient was in good condition before and after the procedure.